Event description:
It was reported that the patient was admitted to the hospital after being found unresponsive. Interrogation of the device determined that the patient had torsade¿s which was self-terminated. It was also reported had been ignoring beeping from the device and not taking antiarrhythmic drugs. The device was found to be at end of life and had a charge circuit timeout. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: implantable pacing lead, product ID 5076, implanted (B)(6) 2003; competitor defibrillation lead; product ID 0181, implanted (B)(6) 2008. (B)(4).